Event description:
It was originally reported that during an acl procedure, the reamer's tip broke off when drilling into the bone without use of excessive force. The tip got stuck in the patients bone and was not removed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. Follow-up information: according to the surgeon the broken tip remains in the adipose tissue (bone) of the patient and there is no second surgery/revision surgery planned at the moment. The surgeon thinks that there shouldn't be any problems occurring from that un-retrieved fragment. If the patient should develop any pain etc. There will be a second surgery to remove the fragment. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by device being hit against other metal devices, prying/leveraging the device during use or due to metal fatigue as a result of the device repeated use while indication of use states single use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.